Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 408 (mg/dl). Customer administered insulin injections and a bolus with the pump to treat bg levels; however, customer was later admitted to the hospital. While in the hospital, the customer was treated with an intravenous drip and saline with glucose. Review of pump data with tandem technical support on (B)(4) 2016 did not reveal any anomalies with pump function. Customer was released from the hospital on (B)(6) 2016.